Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during three surveillance culturing at the user facility on june 14, 2017, inside of the forceps elevator and inside of the channel of the subject device tested positive for the following some kinds of bacteria. [First time] ·the forceps elevator (details are unknown) tested positive for klebsiella oxytoca (5cfu). ·inside of the channel tested positive for enterobacter cloacae (25cfu) and klebsiella pneumoniae (15cfu). [Second time] ·the forceps elevator (details are unknown) tested positive for klebsiella oxytoca (560cfu), klebsiella pneumoniae (305cfu) and escherichia coli (45cfu). ·inside of the channel tested positive for klebsiella pneumoniae (170cfu). [Third time] ·the forceps elevator (details are unknown) tested positive for klebsiella oxytoca(1650cfu) and klebsiella pneumoniae (320cfu). ·inside of the channel tested positive for klebsiella pneumoniae (2580cfu) and pseudomonas luteola(450cfu). The user facility reported that the subject device had been reprocessed using adaptascope, a non olympus automated endoscope reprocessor model. There was no report of infection associated with this report.